Event description:
A patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly had fault. It was further reported that when the filter deployed the legs came out twisted. Reportedly, retrieved a filter without complications. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali pusher catheter, one touhy-borst adapter, a filter storage tube, and a filter. Were received.on visual evaluation, the filter was returned deployed with all limbs present. No visual anomalies were noted to the device. On functional testing, the loaded touhy-borst adapter and the filter storage tube was offloaded from the pusher catheter for further evaluation. No additional anomalies were observed throughout components. Therefore, the investigation is inconclusive for the reported activation failure including expansion failures as inconclusive as the conditions during use are unknown. A definitive root cause for the activation failure including expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly had fault. It was further reported that when the filter deployed the legs came out twisted. Reportedly, retrieved a filter without complications. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd